Event description:
The pt received the scs system on (B)(6) 2010. It was reported that the pt was experiencing abdominal stimulation for over a year. Attempts to reprogram the device was unable to resolve the issue. The lead was found to be located at the implanted position from the x-ray. The device is still in use. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.